Event description:
It was reported that a pt was in the cath lab and the intra-aortic balloon (iab) was working properly. The problem was that the fiberoptix sensor (fos) blue connector did not function; it was not identified, but the cal key was. When the intra-aortic balloon pump (iabp) was switched from autopilot to operative mode and trigger operation according to ECG, the issue was resolved, worked fine. There was a pt death. The device was not the cause or contributing factor. No medical or surgical intervention was performed. The delay in therapy was listed as 2 minutes. Additional info was received from the product manager in greece stating that the doctor told him the cause of death was cardiopulmonary arrest. The 3 venous grafts were totally occluded. Severe aortic valve stenosis.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.